Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of MFR number 0001825034-2017-09352-1. This report should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown bearing, unknown. Unknown, unknown head, unknown. Unknown, unknown taper adapter, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that a patient underwent a total shoulder arthroplasty due to unknown reasons. It was reported that while this patient was driving he heard his shoulder make a noise that scared him. He went to the doctor and had x-rays completed, however, according to the surgeon there was no issue with the product. Attempts have been made and no further information is available at this time.